Event description:
During a follow up with a user facility for an unrelated event, a response was received via fax indicating the patient's dailysis was on hold due to pd catheter (non-fmc product) surgery/repair. There was no allegation nor indication that the patient's surgery was related to the use of a fresenius device, drug, or product. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).